Event description:
I had the essure coils implanted back in 2007. I have begun have major symptoms that I believe are directly caused by these implants. I am suffering from extreme abdominal pain. At times, I feel as if something is trying to stab through my body. I suffer from extreme fatigue and nausea that lasts all day long every day. I suffer from headaches and extremely painful backaches. I have problems with tasting metal in my mouth. I am currently in the process with checking with my gyn to see what I need to do to have these coils permanently removed from my body.